Event description:
Pt reported obtaining back-to-back blood glucose results of 320 mg/dl, 287 mg/dl, and 93 mg/dl, while using the suspect device. Pt indicated that an add'l set of back-to-back tests was performed on the device with results of 57 mg/dl and 264 mg/dl. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. While on the line with technical support, pt performed quality control tests on the suspect device. Three level-one tests were performed: two of which fell outside of the acceptable range. The level-two control test was within acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.